Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding patients who were implanted with a neurostimulator (ins). It was reported that a lot of people have had trouble with the implant, and sometimes it moves, and some people hate the implant. The patient, who was currently receiving external stimulation and did not have the implant themselves, did not have any further details or information, they had just heard people talking. There were no patient complications reported as a result of this event.